Event description:
It was reported that during connection of the uv flash transfer set to the yume set a mis-spike occurred. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was evaluated and the initial evaluation confirmed the reported condition. A visual inspection was performed and found that the transfer set had a bent spike. Leak testing, clear passage test and clamp function test was performed with no issues noted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The sample has been received by baxter, but the evaluation has not yet been completed. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Upon further investigation, there is no trend identified for this issue. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.